Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was over 500 mg/dl at the time of the incident. The current blood glucose level was 165 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer also stated that they have doubts insulin pump was working correctly. The insulin pump will be returned for analysis.